Event description:
During a lap nissen fundoplication procedure, after the instrument was placed into the trocar, and onto tissue and the tip of the instrument fell off into the patient. There was no reported patient consequence.